Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one introducer. Leak testing was performed with and without a lab sample 7.5f catheter. No leakage was observed with and without the catheter. A device history record review has been initiated to ensure that the device met all specifications upon distribution. Upon completion of the evaluation, a supplemental report will be sent with the findings. The customer report of a leakage issue was not confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new introducer kit. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Associated MDR #2015691-2019-01035.

Event description:
It was reported that leakage from the hemostasis valve of an introducer was observed during use in a procedure. The issue occurred with two consecutive introducers from different lot numbers. In each instance, the customer tried to rectify the issue by re-inserting the dilator to replace the introducer; however, could not correct the issue as the ¿sheaths were taking air.¿ the introducer was then removed and the procedure was started from the beginning, which required a new insertion site. The issue was ultimately resolved by using a third device. The customer clarified that there was no blood or medication loss. There was no allegation of patient injury. Patient demographics were requested and not provided.